Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient underwent anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach. Intra-op the patient had respiratory insufficiency w/hypoxia. The patient underwent: diagnostic test: ventilation/perfusion scan, results: normal. Briefly required supplemental oxygen (binasal canula) until pulmonary embolus ruled out; tolerated oxygen wean w/o delay/other complications. Levels: c4-c5, c5-c6, c6-c7 initial diagnosis: acdf for treatment of degenerative disc disease (ddd) post-op the patient reported, on date (B)(6) 2011, patient reported paresthesia (numbness), nos. On (B)(6) 2011, patient reported pain, paresthesia (numbness), recurrent, variously affecting right shoulder, arm, and digits; intermittent and migratory. The patient underwent diagnostic test: electromyelogram <(>&<)> nerve conduction studies (emg/ncv), diagnostic date: (B)(6) 2012, results: abnormal, persistent but improved right c6 radiculopathy, possible c7 radiculopathy. Diagnostic test: ventilation/perfusion scan, diagnostic date: (B)(6) 2011, results: normal. Diagnostic test: ap <(>&<)> lateral c-spine films, diagnostic date: (B)(6) 2011, results: normal. Patient made self-referral to ortho (nos); multiple studies revealed no new etiology for <(>&<)> multiple treatment modalities provided no permanent relief from symptoms. On (B)(6) 2012, patient reported myocardial infarction in (B)(6) 2011, treated w/ cardiac stent placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.